Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation (afib) procedure with a qdot micro¿ catheter and the patient experienced cardiac tamponde that required extended hospitalization. After multiple ablations were performed, the anesthesia staff noted that the patient's blood pressure was decreasing. The anesthesia staff delivered medication but the blood pressure continued to decrease. The physician utilized the intracardiac ultrasound catheter to view the pericardial space. The physician discovered that the patient had a pericardial effusion. The physician performed a pericardiocentesis procedure where 500 ccs of fluid was removed from the patient's pericardial space. The physician's opinion in the cause of the adverse event was that it was patient condition related (¿not paralyzing the patient). The patient fully recovered but required extended hospitalization (stayed overnight). Other relevant history of the patient includes redo (afib) procedure. Transseptal puncture was performed. There was evidence of steam pop.